Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the alleging the insulin pump was under delivery. The customer¿s blood glucose level was 350 mg/dl at the time of incident. The customer provides details on symptoms related to the high blood glucose level episodes such as vomiting and feeling dizzy. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap was normal. Customer reported that the insulin exited at the quick release. Troubleshooting was performed for under delivery. The device will not be returned for analysis.